Manufacturer narrative:
The device was returned for evaluation. And the evaluation found, the presence of an intermittent pixel on the screen. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The camera head exhibited presence of an intermittent pixel on the screen. There was no patient involvement.